Event description:
It was reported that this patient received two inappropriate shock while swimming. The inappropriate shocks were due to oversensing and it was noted that the pacing impedance had increased but was in range while the shock impedance value was out of range and high. It was noted that there was also ventricular loss of capture during device testing. No adverse patient effects were reported. A request was sent for technical services (ts) review. Ts reviewed the provided data and noted a possible lead issue or connection/contact issue could be present. Ts advised performing further troubleshooting as well as x-ray of the system. The system remains implanted to date.